Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. It was reported the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent repair of indirect inguinal hernia with a "marlex" plug (perfix plug). On (B)(6) 2011 - the patient was diagnosed with an "infected right groin mesh" (perfix plug) and underwent partial removal of the bard perfix plug. The explant operative report details indicate that due to the "fibrosis" which was "secondary to the mesh." The mesh was removed in pieces as there was about "5-10% of the mesh left in place" as it was "fairly attached." It was reported the patient experienced infection, additional surgery and explant.